Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator and could not find any abnormalities. Functional tests were performed and passed successfully. No logs were provided and no parts were replaced for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref: (B)(4).